Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. The tip of the needle was broken during use. The surgeon commented that the appropriate part of the needle was held. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). A failed suture needle was submitted for fractographic evaluation. The component was identified and assessed for the failure fracture mode. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provided additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the evidence of this examination, the breakage occurred at the tip of the needle during use from tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.